Event description:
It was reported that the downstream occlusion (dso) sensor seal bubbled and separated. The event occurred during testing and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the past. The reported problem was confirmed by visual inspection. The downstream occlusion (dso) seal was bubbled and separated. Replaced the dso sensor seal to correct the problem. Device passed all functional tests after the repair.